Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 12.8 mmol/l, 16.9 mmol/l, 13.2 mmol/l and hi. Hi, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.